Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: a2 (age), b3, b5, b7, d4 (UDI) d6, d11, g5, h4 and h6 (patient codes). Corrected: d1, d2, d2b, d4 (catalog, lot #), d7. H6 patient code: no code available (3191) used to capture the device revision or replacement.

Event description:
After review of medical records patient was revised to address acute infection, status post right total hip arthroplasty. Revision notes reported that there was a defect in the facia distally, therefore it was felt likely that this infection tracked deep. There was a small amount of purulent material in the hip joint. We did have to take down the posterior repair wich was still intact and do a fairly extensive debridement of scar tissue.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation received. Litigation alleges infection, high metal ions, metallosis, loss of mobility and strength, pain, suffering, injury, and emotional distress. Doi: (B)(6) 2008; dor: not reported; right hip.